Event description:
According to doctors description, stapler do not form properly after fired as part of the stapler came out. He need to suture it manually because stapler side was bleeding. Patient involved w.o injury, stable. No medical intervention required;extension of surgery time required. No information on whether reinforcement material was used. Patient had ulceration around the stapled area (this was the first incidence on (B)(6) 2014), analgesic drugs to take home for patient to reduce the pain. (First incidence) delayed in surgery time due to re-suturing on the staple line. Extended stay in hospital due to slow healing. Patient appeared to had ulceration for more than one month. No follow up feedback from surgeon after one and half month as patient might seek for second opinion. (First incidence).

Manufacturer narrative:
(B)(4).